Event description:
It was reported by service report that the fowler was stuck and would not raise and or lower. The fowler would not raise and or lower when trying to use one or both handles. There was some fluid leaking from the cylinder onto the stretcher shroud. Also, the head end jack was drifting. It is unk if there was pt involvement, however, no adverse consequences are reported.